Event description:
A customer in (B)(6) notified biomerieux of no growth with the chromid mrsa smart (reference (B)(4)). A customer reports no growth from a nasopharyngeal swab smeared onto the chromid mrsa smart and after in a cos. The customer reports that after 24 hours no colonies were present in the chromid mrsa smart. The customer reports confirming the result of (B)(6) utilizing a ast p619 card. Based on the information provided there was no adverse events, negative patient impact or delay in results. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported no growth associated with chromid® (B)(6) smart agar when the organism was suspected to be (B)(6) . Non-specific cos media exhibited normal growth. The customer confirmed the identification of (B)(6) via vitek® 2 ast-p619 card. Biomérieux investigation was conducted. However, the customer strain was not available for testing. Review of complaint records indicated no other complaints have been registered for chromid® (B)(6) smart agar batch 1004841000. The batch was manufactured 2016/05/03 on the line 2 of p1 and is composed of (B)(4) kits, with an expiration date of 2016/07/12. The review of the batch record indicates : no discrepancies were detected during manufacturing. Results of quality control laboratory are in accordance with specifications as indicated in the quality certificate. Bacteriological analysis was performed on retained samples of the incriminated batch. Retained samples were inoculated, along with a reference batch of (B)(6) (1004855140, exp. Date 2016-07-20). The following results were obtained: good growth of pink colonies for the qc strain staphylococcus aureus atcc® 43300¿ and staphylococcus aureus 0306055 from 18 to 24h of incubation. These results are in accordance with the expected specifications and equivalent between both batches of (B)(6) agar. The defect observed by the customer was not reproduced with the qc strains. Without customer's strain, it is not possible to continue the investigation. Based on the investigation results, the chromid® (B)(6) smart agar is performing as intended.